Event description:
Caller reported that the pump battery would not charge, despite the use of a tandem charging cable and multiple wall outlets and adapters. There was no adverse impact to the customer's blood glucose level. The technical support concluded to replace the pump since the issue remained unresolved. The pump was under warranty, and the customer was advised to use an alternate insulin delivery method to ensure continued insulin supply. The caller was instructed to return the faulty pump using a pre-paid label after placing it in storage mode, which the caller acknowledged and understood.